Manufacturer narrative:
An event regarding an abnormal ion level and corrosion involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted metal head with black matter present in the taper. It cannot be determined if the black matter is metal debris or biological matter, therefore, abnormal ion level and corrosion cannot be confirmed. Medical records received and evaluation: no medical records were received for review with a clinical consultant product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to elevated chromium levels, and suspected corrosion of the head/ trunnion interface. Intra-operatively, corrosion was confirmed. A stem, head and liner were revised to a restoration modular stem construct, ceramic head, and mdm/adm liner construct. Rep provided explant pictures and reported that x-rays, medical records, and additional information are not available.